Event description:
It was reported that a spectrum pump's keypad was inoperable, but was discovered during evaluation to have intermittent operation. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. Intermittent keypad function was confirmed and was determined to be caused by a failed keypad. It was observed during testing that the keypad had limited functionality due to the 1st, 2nd, 3rd and 4th soft keys having intermittent function, interfering with the mdl drug search. The failed keypad was replaced.